Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip UDI# ((B)(4)

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is approximately one month. The meter memory was reviewed for previous test result history: a 185mg/dl (B)(6)2017 05:31 pm fasting: yes. A 148mg/dl (B)(6)2017 02:34 pm fasting: yes. A 192mg/dl (B)(6)2017 11:29 am fasting: yes. A 159mg/dl (B)(6)2017 01:43 pm fasting: yes. A 188mg/dl (B)(6)2017 01:48 pm fasting: yes. Customer calling concern with the meter giving high blood results. Customer states that her a1c last month was 7.9. (180mg/dl).customer states that since then she have stop eating the carb, and sweets and still getting results in the 200smg/dl .customer states that since (B)(6)2017 she have change here eating habits.